Event description:
Customer called biosense webster (bwi) to review pacing protocol when mapping catheter is out of range. Customer reported the following: during an ablation procedure using the carto xp system, the procedure became a code situation. When the bed was lowered to perform CPR, the location magnet moved out of the mapping range. Customer also reported that when the physician attempted to pace through the mapping catheter, the catheter would not pace due to an "out of range" error message. However, after noticing a spike on the pruka system, the physician assumed the catheter was not capturing, and started to apply more force on the catheter. The physician was concerned about perforation and the fact that there was no error message on the carto stating that the mapping catheter would not pace while out of range. Per customer, the pt remained in the hosp, and the pt's condition was described as "not great". Subsequent follow up with the customer indicated that the pt died of cardiac arrest. Per customer the carto xp system or the ablation did not directly cause this event as the pt was already suffering from severe coronary artery disease (cad) and was chronically ill.

Manufacturer narrative:
The professional education specialist (prof ed) reviewed the m1-m4 channels on the front of the pt interface unit (piu) with the customer. The prof ed explained that the front m1-m4 will bypass the pacing routing system in carto and will allow them to pace directly through the catheter. This info is also contained in the carto xp user manual. Customer stated that they would like to test this option before their next procedure. The prof ed also recommended additional inservicing of the ep lab staff on this method.